Event description:
Catheter leakage. Extravasation noticed at the proximal part. Removal of the PICC catheter and implantation of a peripheral vena catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revh1431 showed no other similar product complaint(s) from this lot number.